Event description:
The report the company received from the company's affiliate indicated that a 10x60 smart control was being implanted in the left carotid artery. Post-deployment, it appeared to the user that the stent was 7 to 8 cm long instead of 6 cm long, as the external carotid artery was partially stented as well. There was no report of patient injury or complications, and no intervention was performed to correct the noted discrepancy. Patient-related information as well as additional procedural information has been requested, but none will be forthcoming. The product has been received for evaluation and testing; howeverm the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.